Event description:
It was reported by the patient that she had a breast reduction surgery on (B)(6) 2013 and suture was used. On (B)(6) 2013 she developed an allergic reaction with swelling, hives and feeling ill. She has been seen by dermatology and it is felt that she may be having a reaction to unknown substance. She is currently being treated with steroids.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.